Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the lower extremity. Strong resistance was felt while advancing the xpert stent delivery system (sds) over the non-abbott guide wire. Strong resistance was also felt at the lesion site and the outer sheath could not be retracted. The sds was removed against strong resistance over the guide wire. After removal it was noted that the stent was partially exposed and expanded. Another stent was successfully used. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for analysis. The reported resistance with a guide wire was not able to be confirmed. The failure to advance and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.